Manufacturer narrative:
One device was returned for investigation. Functional testing did not confirm the reported complaint. The root cause of this event is unknown. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: d4 and g5 are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was intermittently alarming downstream occlusion. Customer tested it with different sets and the alarm recurred. No adverse patient effects were reported by the customer.